Event description:
Reportable based on device analysis completed on 01jul2025. It was reported the coil was unable to advance. The target lesion was located in the arteria renalis. A 12mm x 40cm interlock .035 was selected for renal artery embolization. During procedure, following a successful puncture of the right femoral artery, a 5f sheath was placed. A 5f non-boston scientific catheter was then advanced through the sheath. An attempt to deploy a 12mm x 40cm interlock 35 coil failed, as the coil could not exit the catheter despite multiple attempts. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the main coil was returned for analysis. Visual inspection revealed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification.